Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific catalog and lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd had reached out to the customer and provided troubleshooting related to the issue they were observing. It was determined that the tubes were being refrigerated, which was likely leading to higher glucose results than those obtained at room temperature. Bd has provided the relevant white papers to the customer. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Bd had reached out to the customer and provided troubleshooting related to the issue. The most likely root cause of the issue has been determined. Root cause description: based on the troubleshooting conducted with the customer, the most likely root cause was determined to be that the tubes were being refrigerated, leading to higher glucose results than those obtained at room temperature. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd vacutainer® pst¿ blood collection tube produced "low glucose levels".